Manufacturer narrative:
Expiration date unk as lot is unk. (B) (4). No product was provided to assist in this investigation. This device is supplied with an instruction for use (IFU), in which it is stated: note: the suture may be left in place for two weeks while tract formation occurs, or it may be cut after gastrostomy placement. This releases the anchor into the stomach, allowing its passage via the gastrointestinal system. Without additional info as to when the original suture anchor placement occurred, (which is unavailable), we are unable to determine what may have led to this failure mode. It is possible that the device was left in place longer than the two weeks recommended in the IFU. This could lead to the anchor not releasing into the stomach, allowing its passage via the gastrointestinal system. We will continue to monitor for similar complaints. Appropriate in house personnel have been notified.

Event description:
After radiological peg insertion, the male pt complained to his general practitioner of pain. By the time the pt was seen at the treatment clinic, the stay stitch had come out and the pt brought it to the clinic with him. It had worked its way out with the metal part coming out of the skin, with the green thread attached. The pt outcome was pain during the event - no lasting effects. No dates or additional info is available.